Event description:
A discordant low immulite 2000 hcg result was obtained on a patient sample. The physician has questioned the result and the patient was admitted to the hospital on 11/17 with an ectopic pregnancy. The customer has not provided any additional information as to whether patient treatment was altered, or prescribed. There is no report of any adverse health consequences due ot the discordant low hcg result.

Manufacturer narrative:
A field service engineer (fse) was sent to the customer site for follow up system evaluation. The customer initially declined service when siemens was first notified. Analysis of the instrument and instrument data by the fse indicated that the cause for the discordant hcg result is unknown. There is not sufficient quantity of the patient sample for further investigation. The instrument is performing within specifications. No further evaluation of the device is required.